Event description:
During percutaneous urostomy tube placement attempt, the catheter (kmp) the tip was noted to be separated from the catheter by visualization on fluoroscopy at the stone. It appears that the tip may have become adherent to a large urinary stone causing the tip to separate from the catheter. Attempts to recannulate and aspirate fragment failed. The fragment moved downstream to the bladder and is expect to pass via urination without any inconvenience for the patient. The patient and his family were made aware by the doctor.